Manufacturer narrative:
Investigation summary: it was reported two 10ml saline flushes would flush about 2/3 of the way and then just stop. To aid in the investigation, four sealed shelf boxes were received for evaluation by our quality team. Each box had thirty flushes for a total of one hundred twenty units received. A visual inspection was performed and no defects or imperfections were observed. Thirty two samples were randomly selected and tested for sustaining force. All results of the test were within specification. It could be possible the customer had units at the higher end of specification that would induce more force than normal required to expel the solution. A device history record review was completed for provided material number 306546, lot number 0350037. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. During manufacturing, silicone dispersion in the barrel is being monitored to provided consistency. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: we will continue monitoring the complaint trend for this product and symptom. Probable root cause. It could be possible that the customer had a units with a sustaining force towards the high specification limit which requires additional force than normal to expel the solution. At manufacturing we are monitoring the silicone dispersion in the barrel to provide consistency on the products and avoid the need the extra force required.

Event description:
It was reported that two 10 ml bd posiflush¿ normal saline syringes experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306546, batch no: 0350037. No one was hurt. Yesterday we had two defective 10ml saline flushes. They would flush about 2/3 of the way and then just stop. Wasn¿t sure how big of a deal to make about it since 5/7 of our boxes are that same lot number (0350037). I currently have them pulled from circulation.